Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during use of the sheath in the cath lab, blood flow-back to the cath-guard was confirmed. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report of blood flow-back into the cath-gard was confirmed. One 9 fr psi sheath and an edwards swan-ganz catheter inserted through a cath-gard contamination shield were returned. A significant amount of blood was observed inside the cath-gard. No defects or anomalies were observed on the sheath during visual examination without magnification. The sheath valve appeared typical when examined at 10x magnification. Ak-09903-jj psi kits are indicated for use with 7.5 - 8 fr catheters. The outside diameter of the body on the returned catheter was measured at 2.599 mm which is consistent with an 8 fr catheter. The psi module requirements document specifies low pressure leak resistance of the hemostasis valve at 3 and 6 psi for 30 seconds. Using lab leak tester, the sheath was tested by injecting water into the distal end of the sheath for 30 seconds with the side arm closed and no catheter inserted. There were no leaks at 3 or 6 psi. The tests were repeated with the returned catheter inserted through the sheath valve. Again, no leaks were observed at either 3 or 6 psi. A device history record review was performed and did not reveal any manufacturing related issues. A significant amount of blood was observed inside the cath-gard. Other remarks: however, no defects or anomalies were observed on the psi sheath and the sample passed low pressure leak resistance testing. No problem was found on the psi sheath. No further action will be taken.